Event description:
During a bronchoscopic lung volume reduction procedure on (B)(6) 2023 with zephyr valves, one sizing wing on the zephyr 5.5 dual mark endobronchial delivery catheter (edc) detached while placing the first valve in the left upper lobe (posterior segment) during the second insertion of the catheter. The detached sizing wing was removed with forceps. A second wing started to detach, and the catheter was removed and replaced with a new zephyr endobronchial delivery catheter. The second detached wing was removed from the patient. The doctor was able to successfully complete procedure with no additional complications.